Event description:
The surgeon inserted a 13.2 mm micl13.2 implantable collamer lens. The lens would not unfold into the eye. The lens was removed without enlarging the incision. The lens was re-loaded and again inserted into the evye and again the lens would not unfold. This lens was removed without enlarging the incision. No patient injury. Surgery was completed with another lens.